Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-21340. It was reported that the patient lost stimulation and as a result, underwent surgical intervention in which the ipg was explanted and replaced. Note: it is unknown to the manufacturer which ipg was explanted, therefore both ipgs are being reported on.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.